Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis. The device was started in application, no problems found with beeping. However, the downstream sensor will be replaced as a preventive measure.

Event description:
Information was received indicating that the cadd legacy 1 pump displayed alarm with no error message. There were no adverse events reported.